Manufacturer narrative:
The issue has been escalated to a product support engineer for investigation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on cardiac workstation (cw) indicating that in the electronic medical record, they are seeing a big spike in the beginning of the electrocardiogram. The customer further indicated that a myocardial infarction was missed due to this issue.